Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46mg/dl. Low bg cause was not known. Customer consumed juice to address bg. No further assistance required.